Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, the right atrial lead was capped and replaced. The lead had a history of noise; an insulation anomaly was also noted. The patient was doing fine post surgery and pre-discharge. The patient would continue to be monitored remotely.